Event description:
It was reported that within 24 hrs of a coronary drug eluting stenting treatment procedure, the pt returned with chest pain and EKG changes and was found to have an acute thrombosis. In 2004, the physician predilated the 80-90% in-stent restenosis in the circumflex with a maverick 2.5 x 15 mm balloon at 10 atms for 25 secs. The physician was initially unable to cross the lesion, but following advancement of a buddy choice guide wire, he was able to advance a taxus express2 8.8% 2.50 x 20 mm to the lesion and successfully deployed it at 12 atms for 45 secs. He then used the delivery balloon to postdilate at 12 atms for 35 secs and 145 atms for 45 secs. The physician attempted to advance a 3.0 x 8 mm quantum maverick, but was unable to advance it to the stent. He then used a 3.0 x 9 mm maverick, inflating it to 14 atms for 45 secs in the proximal portion of the stent. The pt had been preloaded with plavix for one week, and was continued on it post procedure; pt was given angiomax during the procedure. The next day, less than 24 hrs later, the pt returned to the cath lab with chest pain and s-t elevation. Pt was found to have 100% occlusion due to thrombus at the stent site. The physician wired the site with a choice wire using a buddy wire and a 7 fr guide catheter. Two passes with the angiojet were performed and a quantum maverick 2.75 x 15 mm balloon was advanced and inflated multiple times, up to 18 atms for 15 secs. The pt was also given verapamil, reopro, and heparin. The pt's conditions is currently stable.